Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform sn (B)(6) failed during functional testing due to the displayed fault code 08 (motor controller malfunction), and user advisory (ua) 02 (compression tracking error) and (ua) 21 (position change does not coincide with motor direction) messages. The root cause for the observed error messages was a failure of the drivetrain motor. The autopulse platform failed functional testing due to fault code 08, ua02, and ua21 messages, due to a failed drivetrain motor. The motor was replaced, and the errors did not reoccur. When the old motor was reinstalled, the errors were reproduced. The drivetrain motor needs to be replaced to remedy the errors. The customer refused a repair. The device was sent back to the customer unrepaired and labeled "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(6).

Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform sn (B)(6) failed during functional testing due to the displayed fault code 08 (motor controller malfunction), and user advisory (ua) 02 (compression tracking error) and (ua) 21 (position change does not coincide with motor direction) messages. No patient involvement.